Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 436 mg/dl. The customer treated with manual injections and bolus. Customer's blood glucose value was 254 mg/dl at the time of the call. Troubleshooting was performed. There were a few air bubbles in the tubing and reservoir. The customer was assisted with high pressure test and it passed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was tested with a water fill test reservoir and no bubbles were noted. The device was received with minor scratched display window and case.